Event description:
As reported, approximately 5 years and 11 months post the initial right reverse total shoulder arthroplasty, the patient experienced continued stiffness and pain. The surgeon completed diagnostic arthroscopes of the shoulder subsequently, but found no evidence of infection. On x-ray, scapula notching of the humeral poly was noted. Upon exposure, significant osteolysis of the proximal humeral bone and inferior glenoid was noted. The polyethylene liner was significantly damaged, medially, likely where it had been impinging on the scapula. The glenoid and humerus were well fixed before removal. Removal of the glenosphere revealed apparently infection between the baseplate and the glenosphere. The surgeon is awaiting results of samples taken, but provisionally ruled infection as the primary cause of revision. The surgeon removed all implants and placed a competitor antibiotic spacer in situ with the intention of inserting a second reverse in the future. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: 01000019015 (B)(6), - gps implant kit v2, (B)(6), 531-20-00 - shldr gps rvrs drill kit, (B)(6), 300-01-13 - equinoxe, humeral stem primary, press fit 13mm, (B)(6), 320-10-00 - equinoxe reverse tray adapter plate tray +0, (B)(6), 320-15-02 - rs glenoid plate sup aug 10 deg, (B)(6), 320-20-18 - eq rev compress screw lck cap kit, 4.5 x 18mm, (B)(6), 320-20-30 - eq rev compress screw lck cap kit, 4.5 x 30mm, (B)(6), 320-20-00 - eq reverse torque defining screw kit, (B)(6), 320-15-05 - eq rev locking screw, (B)(6), 320-01-38 - equinoxe reverse 38mm glenosphere, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm, (B)(6), 320-20-34 - eq rev compress screw lck cap kit, 4.5 x 34mm.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h6, h11. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined; however, may have resulted from infection and prosthesis wear. The cause of infection cannot be conclusively determined; however, it may be related to an underlying patient condition. The wear noted on the explanted humeral liner may be the result of impingement with the scapula secondary to a malpositioned glenoid baseplate. However, infection and the series of events cannot be confirmed and potential contributions of user or patient-related considerations to the event could not be assessed as the devices were not returned for evaluation and additional post-operative radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3.